Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was under-sensing of smaller atrial morphologies on the atrial channel on stored electrogram. The right a trial (ra) lead remains in use. No patient complications have been reported as a result of this event.